Event description:
This device could no longer be interrogated after a shock that was delivered by an rv lead with an insulation breach. The hospital retained the device. Should additional information be received, this file will be updated.